Event description:
On (B)(6) 2013, it was reported that the pump emitted a loss of prime alarm. No additional information was provided. This complaint is being reported because the alleged issue was not resolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 03/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2016 with the following findings: a review of the pump black box revealed a cs162 alarm after a replace cartridge alarm. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration passed within specification. The pump was exercised for 24 hours with no loss of prime occurring. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The keypad was found to be peeling off. Additionally, there were missing lines observed in the display. The pump was opened and a failed display flex was found. A test screen operated properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.